Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom part of the brush head, the flat brush part, broke off in mouth while brushing / brush head came apart in mouth while brushing [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 07-jul-2016 that he/she was using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016 with a 17 day old oral-b brushhead, version unknown, and the bottom part of the brush head, the flat brush part, broke off in his/her mouth while he/she was brushing. The consumer stated that he/she managed to spit it out, but did come close to swallowing it. The consumer asserted that the last thing that he/she expected was for the brush head to come apart in his/her mouth while brushing. No symptoms developed.